Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis did not detect any performance issues, but the calculated longevity result of 98% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device went to elective replacement indicator (eri) prematurely and the left ventricular (lv) lead had high thresholds since implant with acceptable values. The device and lv lead were explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 4076 implantable pacing lead, implant date: 2007-(B)(6); 6949 implantable tachy lead, implant date: 2007-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.